Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video air/water cylinder and air/water tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seventeen (17) years, since the subject device was manufactured. A definitive root cause was not identified, even though the material was disclosed to be simethicone. However, based on the results of the investigation, the probable cause of the "foreign material in the air/water cylinder and channel" malfunctions could not be identified. The event can be prevented, by following the instructions for use, which state: IFU states, the detection method in evis exera ii gif/cf/pcf, type 180 series, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in evis exera ii gif/cf/pcf, type 180 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Even though, the customer provided some cleaning disinfection and sterilization information. It remains unknown, if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.